Event description:
After making first and second placements of the embolization coils, the doctor attempted a third placement. During placement of the third coil, the distal ball portion of the positioning catheter broke off and remained in the pt's body. The doctor does not believe there will be a problem.